Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) that the patient side cart (psc)'s touchscreen had been cracked and then shattered, and they had initially been able to position the psc before the system had errored out with error 75. The customer had attempted to lower the boom but had unable to because the touchscreen had not been functional. The customer converted to laparoscopic surgery to continue with the procedure as planned. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the damaged patient side cart (psc) touchpad. The system was tested and verified as ready for use. Advanced technical review (results): a review of the information associated with this event has been performed by post market quality engineer (qe). The following additional information was provided: in the notes from the technical support engineer (tse), they mention why they had to convert to lap. If the touchscreen was only shattered, they could use the alternative mention (lead the horse by the nose), but the system was in a faulted state not allowing them to proceed. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The touch screen was returned for failure analysis, and the reported failure was confirmed. There was no related error codes found in system logs. Upon visual inspection, the screen was found to be completely shattered. The touchpad was installed in a golden system where it triggered error 75 upon power-up. Due to the shattered screen, the technician was unable to perform any further testing. The complaint was confirmed based on failure analysis. The touchpad was the root cause of the reported event.